Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use there was red cell hang up with 3 bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: I have heard 3 complaints today about these tubes not spinning down properly¿no serum is being extruded. Additionally, on 2020-08-07 the customer provided the following additional information: I now have a sneaking suspicion that it is the patients who have blood issues rather than this tube because one of them returned for a redraw and a large red tube was collected¿but the same thing happened¿the serum was ¿stuck¿ within the clot after spinning. Additionally, on 2020-08-11the bd sales consultant provided the following additional information: the customer responded that the phlebotomists inverted the tubes 5-6 times.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, one photo was provided showing an empty serum tube. Retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor serum/plasma were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, poor serum, because the defects were not evident in the testing of the customer lot samples. Evaluations of both retain and control samples tested were acceptable. All tubes demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has not been confirmed for the reported defect. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during use there was red cell hang up with 3 bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: I have heard 3 complaints today about these tubes not spinning down properly. No serum is being extruded. Additionally, on 2020-08-07 the customer provided the following additional information: I now have a sneaking suspicion that it is the patients who have blood issues rather than this tube because one of them returned for a redraw and a large red tube was collected¿but the same thing happened¿the serum was ¿stuck¿ within the clot after spinning. Additionally, on 2020-08-11 the bd sales consultant provided the following additional information: the customer responded that the phlebotomists inverted the tubes 5-6 times.